Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. It was noted that the implantable pulse generator (ipg) exhibited electromagnetic interference. The patient experienced soreness and tenderness around implantable pulse generator (ipg) implant site. Patient feels that the device has migrated. The ra lead and ipg have been removed and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.